Event description:
Ous MDR - after an implant duration of about 4 years it was reported that the pacing impedance was greater than 3200 ohm. No adverse pt side effects have been reported. The pt is scheduled for a new ventricle lead implantation.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regulator device manufacturing.